Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and the device reproduced the customer reported condition as a system error 110. A review of the event history log revealed multiple system error 110 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'alarms not working' was verified as a system error 110. Evaluation found that the gears were loose. It was determined that the gears required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that alarms of a spectrum iq pump were not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.